Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned in the patient. A 33 mm watchman laa closure device was then inserted, but could not be advanced all the way due to resistance, therefore this device was removed. A kink was noted in the was near the groin. The unknown wire remained in the patient and the (was) was exchanged for a double curve was. No effusion was noted during the imaging sweep. The second (was) was advanced across the septum. An unknown pigtail catheter was then advanced and used to guide the was into the appendage. The fluoroscopy image of the was and pigtail was questionable. A contrast injection was performed and it appeared the pigtail was in the pericardium, the laa was perforated. Everything was removed from the patient. Heparin was reversed with protamine. The patient remained stable the entire time. Pericardial effusion was present, but did not require additional intervention. The patient was transferred to the intensive care unit. Discharge was planned for the following day. During the debriefing post procedure, it was noted that the physician believed it was possibly the wire that caused the perforation. Further follow up with the physician confirmed the patient is doing fine and being rescheduled for the procedure soon.